Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert indicating that the device exhibited a charge time outside of the charge time limit. The device had reached end of life (eol) status ten months earlier. Upon further review of the data it was noted there were three attempts of therapy delivery; each of these attempts resulted in a code indicating the device exhibited a charge time outside the charge time limit and therapy was not delivered. It was also noted that the rhythm appeared to be ventricular fibrillation (vf) at a rate above the cut off zone and the episode lasted approximately ten minutes. At that time the physician patient opted to leave the ICD implanted and monitor the patient. Approximately one month later the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. It was noted that the charge time issues were due to normal battery depletion.